Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported that the patient's oxygen saturation dropped and the central station did not annunciate an alarm and there was a death.

Manufacturer narrative:
The customers biomed collected the logs and provided them for investigation. The provided logs were investigated by a philips complaint investigator and a clinical specialist. It was confirmed that several red alarms (vtach, apnea, asystole, vent fib/tach, tachy) were shown, of which some were acknowledged (silenced). When the patient went into asystole at 21:05, the log shows that the alarm was silenced. (The clinical specialist stated that the log showed the patient would have been coded at 21:05, at the beginning of the event). No further information was provided by the customer, for example the desat limits, delay, averaging or configuration settings, and no information was provided about the level or duration of desaturation. Based on the available information philips cannot provide a reason why there was no desat alarm nor determine if there was a malfunction. At the time of the alleged malfunction, the device was being used for clinical monitoring. The patient died. The monitor was producing red alarms throughout the event. Users were acknowledging the alarms. We will consider that the hospital staff was aware of the patient's condition and that therefore the use of the monitor was not cause or contributory to the patient death. No repair was needed as no malfunction could be identified. The device remains at the customer site. There is no indication of any systemic issue. No further investigation or action is warranted.